Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported since last monday, the patient has been experiencing the following symptoms: cannot move or speak or anything. It happened all of a sudden and now the patient is in the hospital. They stated they have had lots of tests and they cannot find anything wrong with the patient. They are wondering if it could be related to the deep brain stimulation (dbs). They were redirected to follow up with their healthcare provider (hcp) to discuss the symptoms.